Manufacturer narrative:
Age at time of event: 18 years or older. E1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a detached burr in a petri dish with a broken portion of the returned rotawire. The burr and annulus were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The broken coil is visible in the proximal end of the burr. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device was stuck in the lesion and got separated. The 99% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink plus was selected for use. During the procedure, the burr was found to be stuck in the lesion. Subsequently, the burr became separated when it was tried to pull out. The shaft was then cut and a guide extension catheter was advanced over the device, releasing the burr from being stuck. The burr was then removed together with the guidewire and no fragment of the device remained inside the body. There were no complications reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the device was stuck in the lesion and got separated. The 99% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink plus was selected for use. During the procedure, the burr was found to be stuck in the lesion. Subsequently, the burr became separated when it was tried to pull out. The shaft was then cut and a guide extension catheter was advanced over the device, releasing the burr from being stuck. The burr was then removed together with the guidewire and no fragment of the device remained inside the body. There were no complications reported and patient's condition is good.